Manufacturer narrative:
(B)(4).

Event description:
It was reported review of session printouts revealed two pacemaker mediated tachycardia episodes reoccurring from the last follow-up. The patient was asymptomatic. The blanking was extended again and the outcome was satisfied for now. The patient condition is fine.